Event description:
The patient has had the device for 7 years. This information was received on january 22, 2013. The device had entered a reset mode. This was probably a "soft" reset as the representative was able to reprogram the device. The reset mode was dddr 60-130, unipolar pacing and sensing at 3.6 v at 0.4ms in the atrium and ventricle. The patient has a right sided device and could feel the pectoral muscle twitching due to the unipolar pacing. The patient has never had these symptoms before. The physician was prof (B)(6) in rpa medical complex. No additional information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).